Manufacturer narrative:
No product will be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The IFU contains the following precaution: improper placement or alignment of the finger cuff can lead to inaccurate monitoring. The device history record review was completed and all manufacturing inspections passed with no non conformance's. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported that, during an atrial fibrillation ablation case in the electro-physiology lab, this acumen iq cuff provided inaccurate values. There was a consistent 20-30 point discrepancy with systolic blood pressure and mean arterial pressure. When compared to the patient's arterial line. No specific values could be provided, as the numbers were changing. There were no error messages displayed. The hrs had to be positioned and re-zeroed at the bottom of the bed to correlate to the arterial line. Alta 1.0 was being used at the time of the event. There was no patient injury or inappropriate treatment administered.